Manufacturer narrative:
The device is not available for evaluation as it remains implanted. An investigation of the incident shall be performed in an attempt to identify the cause of the event.

Event description:
It was reported that the patient will need to undergo a revision surgery for reasons that are not available.